Event description:
Dermatome being used by md. Leak heard at connection site where dermatome tubing thrown off field connects with tubing hooked to nitrogen source. Nitrogen shut off, nurse practitioner checked tubing and leak stopped. Np turned nitrogen back on and md tested dermatome. Dermatome tubing from field exploded.